Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right atrial (ra) lead failed to capture. This ra lead was not used, and the physician elected to complete the procedure using a different ra lead. There were no patient consequences reported.